Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the last programming of the device history indicates that between 1500 and 1817, the device was powered on, the device was programmed with a drug concentration of 10mg/ml, in the pca only mode, with a 10mg pca does, a 10 minute lockout,a 150mg 4 hour limit, door was locked once, there were thirteen 10mg pt initiated deliveries, and 26 unmet demands. Between 1820 and 1828, the door was opened twice, there were 2 check vial alarms, 2 check syringe alarms, 2 injector alarm, the device was programmed with drug concentration of 1mg/ml, in the pca only mode, with a 1mg pca does, a 10 minute lockout, a 20mg four hour limit, a 5mg loading dose was administered, a 4 hour limited reached, 135.5mg total cleared and door was locked once. Between 1829 and 1832, the door was opened twice, device was programmed with a drug concentration of 2mg/ml, in the pca only mode, with a 2mg pca dose, a 10 min lockout, a 30mg four hour limit, and the door was locked 3 times. Between 1838 and 2028, there were 36 unmet demands. Between 2032 and 2035, the door was opened 6 times, device was programmed with a pca dose of 2mg, with a lockout of 10 min, a 30mg four hour limit, door was locked 6 times, and there was one check setting alarm. Between 2036 and 2108, the door was opened 3 times, there was one check vial alarm, 1 check syringe alarm, 1 check injector alarm, device was programmed with a drug concentration of 1mg/ml, in the pca only mode, with a 2mg pca does, a 10 min lockout, a 30mg 4 hour limit, a 2mg loading does administered, door was locked 3 times, and there were 6 unmet demands. Between 2109 and 2130, the door was opened 3 times, a 2mg total cleared, the device was programmed with a drug concentration of 1mg/ml, in the pca only mode, with a 2mg pca does, a 10 minute lockout, 4 hour limit not selected, there was 1 check vail alarm, 1 check syringe alarm, the door was locked twice and the device was powered off. A review of the history indicates that the device delivered as programmed. This report represents all the information known by the reported upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to the materials management dept with a note that stated "device was in a patient in med-surg in room 222 that does not function properly. The device kept saying 'patient lock out' even after it had been reset and cleared several times. Patient had not actually received or been administered for quite a while the nurse attempted several times to get the machine to work. The machine did deliver the ordered dose as a bolus, but would not function otherwise; replaced with another pca and everything was fine." No specific patient information, pump programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Multiple unsuccessful attempts have been made to obtain additional information.